Event description:
It was reported that the patient was the office due to epigastric pain. Review of the device found failure to capture, and both other manufacturer epicardial leads implanted in 1998 had out of range impedances. The ra lead had low pacing impedances less than 200 ohms, and the rv lead had high pacing impedances greater than 300 ohms. The system remained in-service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).